Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows that the entire sheath was pulled out. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - g. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force used during suture passing/tightening /tensioning.

Event description:
On 03-feb-2026, a sales representative reported via phone that an ar-3680 fibertak button implant system experienced an issue during use. While shuttling the repair stitch through the anchor, the entire sheath was pulled out. The sheath was removed, and when the surgeon attempted to tie the construct, the entire anchor subsequently came out. The case was completed using a replacement ar-3680 fibertak button implant system. This occurred during a biceps repair procedure on (B)(6) 2026. There was no reported patient harm. The case was delayed approximately 15 minutes, and no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.